Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes it was determined that the device had failed heater. Biomed will replace the heater in house. Heater commend was 100% not overfilled wont heat past 22. Per sample evaluation results on 26 feb 2026, the neutral ac connection between the power inlet module and the ac main voltage card is blackened and melted. The circulation pump motor has major bearing noise. Decontamination reported the device would not cool. The left middle pem nut is missing from the outer shell. Tank seals were cracking.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered and investigated under CAPA 1405844. Per CAPA 1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross sections provided". The device was evaluated upon receipt. The neutral ac. Connection between the power inlet module and the ac main voltage card is blackened and melted. Replaced power inlet module and ac main voltage card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. CAPA 1405844 has been opened for this failure. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, it was determined that the device had failed heater. Biomed will replace the heater in house. Heater commend was 100 percent not overfilled wont heat past 22. Per sample evaluation results on 26feb2026, the neutral ac connection between the power inlet module and the ac main voltage card is blackened and melted. The circulation pump motor has major bearing noise. Decontamination reported the device would not cool. The left middle pem nut is missing from the outer shell. Tank seals were cracking.